Event description:
Same case as MDR ID# 2134265-2013-00467. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a left femoral approach, the 100% stenosed lesion was located in a moderately tortuous left posterior tibial artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was being used for pre-dilatation when the balloon ruptured at 6 atms upon first inflation for 5 minutes. The ruptured balloon was removed intact. The used a second 1.5mm x 20mm x 143cm coyote es and it ruptured at 13atm on the 2nd inflation for 5 minutes. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).